Event description:
Pt reported that the minicap was loose. The pt had changed several minicaps with different lot numbers but the condition did not improve. After changing the minitransfer set, the minicap can be screwed tightly on the minitransfer set. This was discovered after use. It was not known how long the transfer set was in use.